Event description:
It was reported that the screw extender was not able to be pulled from the screw head. The doctor pulled it out forcibly. The tip of the extender broke and the tip remained in the screw head. The tip of the extender was left inside the patient.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. A visual examination confirmed that the nitinol shaft had pulled out of the stainless steel base. Without the stainless steel base, the root cause of the disassembly is inconclusive. The stainless steel portion is made out of 17-4 stainless steel and is not implant grade. In addition, device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.